Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, the connection between the patient connector and implantable device was suddenly lost. This was followed by a loss of connection between the patient connector and the tablet. At the time the patient connector was located on the programmer base of the less than 2 meters from the patient. The patient connector was placed on the device and the user clicked on retrieve last patient, but there were still telemetry problems and the device could not be interrogated. The application was restarted and the device could be interrogated again. It was also noted that when placing the patient connector on a metal table, the connection lines displayed decreases to one. The logs have been sent and the programmer remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Data logs reviewed confirmed the customer comment that there was a connectivity issue. It was noted that the bluetooth connection was lost when using the programmer application. It was also confirmed that the diagnostic message "loss of communication" occurred. The most likely root cause was traced to a known inherent risk of the device. The drop of bluetooth connectivity can be attributed to a known issue of the device, workarounds exist to resolve the issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.